Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that during the night, the patient experienced feeling nervous, nausea, and anxious. The cgm reading was 282 mg/dl, but no fingerstick was taken at that moment. The patient decided to go to the hospital at 05:00am. No self-treatment was reported. When a fingerstick was taken at the hospital the blood glucose reading was 400 mg/dl. The patient did not remember the cgm reading from that moment. The patient was treated with intravenous insulin. The patient was discharged at noon on the same day. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with cgm reading of 282 mg/dl. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.